Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pca power controller dc input was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.